Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis event and use of the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis was not determined, it was suggested that touch contamination or constipation could have been the cause. Enterococcus spp. Are normal inhabitants of the gi tract and may colonize or infect the genitourinary (gu) tract with enterococcal peritonitis probably resulting from touch contamination and possibly from gi sources. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During a call to technical support for drain complications received on (B)(6) 2025, this peritoneal dialysis (pd) patient reported being treated for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen at the pd clinic on (B)(6) 2025. The patient reported cloudy pd fluid, feeling of fullness, and malaise. A pd culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days and ceftazidime 2g daily in 2l delflex 2.5% dextrose dialysate. The patient was also adding heparin to all bags (1ml/l). Each 1g vial of antibiotics was mixed with 10ml of sterile water. The pd culture resulted positive for enterococcus faecalis. The white blood cell (wbc) count was 22,495 with 90% polymorphonuclear cells. The ceftazidime was discontinued after the culture results were received. The patient subsequently went to the hospital on (B)(6) 2025 due to a non-functioning pd catheter. The patient was admitted. The patient had not completed pd therapy as of (B)(6) 2025 and will be transitioning to in-center hemodialysis (hd) due to the pd catheter not working. The catheter was removed on (B)(6) 2025 and the patient is having a central venous catheter placed. The cause of the peritonitis was not determined, however, could have been due to constipation or touch contamination.

Event description:
During a call to technical support for drain complications received on 17/apr/2025, this peritoneal dialysis (pd) patient reported being treated for peritonitis. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient was initially seen at the pd clinic on (B)(6) 2025. The patient reported cloudy pd fluid, feeling of fullness, and malaise. A pd culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days and ceftazidime 2g daily in 2l delflex 2.5% dextrose dialysate. The patient was also adding heparin to all bags (1 ml/l). Each 1g vial of antibiotics was mixed with 10 ml of sterile water. The pd culture resulted positive for enterococcus faecalis. The white blood cell (wbc) count was 22, 495 with 90% polymorphonuclear cells. The ceftazidime was discontinued after the culture results were received. The patient subsequently went to the hospital on (B)(6) 2025 due to a non-functioning pd catheter. The patient was admitted. The patient had not completed pd therapy as of (B)(6) 2025 and will be transitioning to in-center hemodialysis (hd) due to the pd catheter not working. The catheter was removed on (B)(6) 2025 and the patient is having a central venous catheter placed. The cause of the peritonitis was not determined, however, could have been due to constipation or touch contamination.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage: misaligned top cover there were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.